Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor image quality. The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality is caused by a component failure of the universal cable. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.